Manufacturer narrative:
2/4/1998-supplemental report #1 sumbitted to FDA.

Event description:
The device was used during a pneumonectomy procedure. Reportedly, the staples did not form properly. The surgeon oversewed the staple line to complete the procedure. The hosp has reported no pt injury occurred.